Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open irritation under the front electrodes. The patient was instructed to use neosporin, gauze and tape over the wound by their physician. There is no indication of a device malfunction. The patient reported the irritation was clearing up and had improved.